Manufacturer narrative:
The product involved in the report was not available for evaluation. The device history records (DHR), the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. No root cause was not identified. All information reasonably known as of 01mar2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units. This is the first of three reports. Refer to 8030647-2018-00110 for the second report. Refer to 8030647-2018-00111 for the third report. It was reported that the flex connector comes off easily and this event has occurred several times. Each time the device was replaced. The device more easily comes off with water droplets present. There were no injuries reported. No additional information was provided.